Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 26-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding, almost hemorrhagic") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stroke (small, without any medical explanation) in 2012 and dietary control. The only concomitant product mentioned was kardegic (acetylsalicylate lysine) for cerebrovascular accident. On (B)(6) 2014, the patient had essure inserted. In 2022 she experienced nipple exudate bloody ("discharge from left breast (like blood)") and breast discharge ("discharge from left breast (like colostrum)"). An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("fatigue"), malaise ("unwell"), dizziness ("dizziness"), bradycardia ("bradycardia (heart rate between 44/47)"), cervical radiculopathy ("cervical neuralgia"), musculoskeletal pain ("muscle and joint pain"), osteoarthritis ("osteoarthritis"), paraesthesia ("tingling in the arms"), alopecia ("hair loss"), stress ("stress"), depression ("beginning of depression") and sleep disorder ("sleep disorders") and was found to have weight increased ("weight gain"). Essure treatment was not changed. The reporter considered alopecia, bradycardia, breast discharge, cervical radiculopathy, depression, dizziness, fatigue, heavy menstrual bleeding, malaise, musculoskeletal pain, nipple exudate bloody, osteoarthritis, paraesthesia, sleep disorder, stress and weight increased to be related to essure administration. The reporter commented: after stroke in 2012 and advise against using the traditional methods of contraception, a gynecologist offered me the insertion of these implants. Today, after a visit to a cardiologist, I have just discovered the problems associated with essure. I specify that I never received any letter alerting me. Over the past few years my health has been slowly deteriorating. I thought and was told that it was due to overwork and aging (53 years old). After researching on my own, I assume that: my fatigue may not be due to overwork, my dizziness to an internal ear problem, my sleep disorders to the beginning of depression, my cervical neuralgia, my muscle and joint pain, my tingling in my arms due to osteoarthritis, office position, etc., my hair loss to stress, my heavy menstrual bleeding, borderline haemorrhagic, when taking kardegic, my weight gain to my diet. Like many, my life is stressful and scary. Last week I became unwell and when I arrived at the emergency room, I was in bradycardia (my heart rate was between 44/47). Cardiological exams were reassuring and nothing explains this problem. Cardiologist from hospital alerted me to those implants. The gynecologist who inserted these implants no longer worked on the island and my city gynecologist had retired. Gynecological follow-up (smear) will be with my general practitioner. In spring I had discharge from my left breast (like colostrum and blood). I carried out examinations (pathology / mammogram / breast magnetic resonance imaging [MRI]) fortunately without revealing a cancer. I'm not a hypochondriac but I wonder. I have minor health problems and no one gives me any reasons or explanations other than stress and overwork. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. [Heart rate] (date unknown): between 44/47 [magnetic resonance imaging] in 2022: without revealing cancer [mammogram] in 2022: without revealing cancer. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding, almost hemorrhagic") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stroke (small, without any medical explanation) in 2012 and dietary control. The only concomitant product mentioned was kardegic (acetylsalicylate lysine) for cerebrovascular accident. On (B)(6) 2014, the patient had essure inserted. In 2022 she experienced nipple exudate bloody ("discharge from left breast (like blood)") and breast discharge ("discharge from left breast (like colostrum)"). An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), fatigue ("fatigue"), malaise ("unwell"), dizziness ("dizziness"), bradycardia ("bradycardia (heart rate between 44/47)"), cervical radiculopathy ("cervical neuralgia"), musculoskeletal pain ("muscle and joint pain"), osteoarthritis ("osteoarthritis"), paraesthesia ("tingling in the arms"), alopecia ("hair loss"), stress ("stress"), depression ("beginning of depression") and sleep disorder ("sleep disorders") and was found to have weight increased ("weight gain"). Essure treatment was not changed. The reporter considered alopecia, bradycardia, breast discharge, cervical radiculopathy, depression, dizziness, fatigue, heavy menstrual bleeding, malaise, musculoskeletal pain, nipple exudate bloody, osteoarthritis, paraesthesia, sleep disorder, stress and weight increased to be related to essure administration. The reporter commented: after stroke in 2012 and advise against using the traditional methods of contraception, a gynecologist offered me the insertion of these implants. Today, after a visit to a cardiologist, I have just discovered the problems associated with essure. I specify that I never received any letter alerting me. Over the past few years my health has been slowly deteriorating. I thought and was told that it was due to overwork and aging (53 years old). After researching on my own, I assume that: my fatigue may not be due to overwork, my dizziness to an internal ear problem, my sleep disorders to the beginning of depression, my cervical neuralgia, my muscle and joint pain, my tingling in my arms due to osteoarthritis, office position, etc., my hair loss to stress, my heavy menstrual bleeding, borderline haemorrhagic, when taking kardegic, my weight gain to my diet. Like many, my life is stressful and scary. Last week I became unwell and when I arrived at the emergency room, I was in bradycardia (my heart rate was between 44/47). Cardiological exams were reassuring and nothing explains this problem. Cardiologist from hospital alerted me to those implants. The gynecologist who inserted these implants no longer worked on the island and my city gynecologist had retired. Gynecological follow-up (smear) will be with my general practitioner. In spring I had discharge from my left breast (like colostrum and blood). I carried out examinations (pathology / mammogram / breast magnetic resonance imaging [MRI]) fortunately without revealing a cancer. I'm not a hypochondriac but I wonder. I have minor health problems and no one gives me any reasons or explanations other than stress and overwork. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84 kg. [Heart rate] (date unknown): between 44/47. [Magnetic resonance imaging] in 2022: without revealing cancer. [Mammogram] in 2022: without revealing cancer. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.